Event description:
Bard denal ivc filter placed (B)(6) 2014, product # dl900j, lot# gfxk0046. On (B)(6) 204 the filter was retrieved without difficulty. The ivc gram shows the filter in the center of the lumen and free of thrombus. Subsequently, an cook gunther-tulip retrieval system was employed, hook snared easily, upper portion of the filter collapsed with the retrieval set, backward tension was held on the device and it released. The device was brought into the inner sheath and an ivc gram was performed, normal. The filter was missing an upper leg and it appears within the ivc. Attempts were made to retrieve without success. A non-contrast CT was performed to evaluate the position and to attempt to document stability. The pt is to return in 5 days to evaluate for foreign body stability and migration. Future attempts at retrieval may be performed depending on the upcoming CT scan.